Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the detachment of the freestyle libre sensor issue and there was no indication that the product did not meet specifications. The dhrs (device history review) for the fs libre sensor and libre sensor kits were reviewed and the dhrs showed the fs libre sensor and libre sensor kits passed all tests prior to release. If the product is returned, the case will be re-opened, and a physical investigation will be performed.

Event description:
Customer reported receiving a "no active sensor" message after 10 days of wearing the adc freestyle libre sensor. Customer further reported she experienced symptoms described as "delirious, sweating, screaming and swelling". Customer was seen at the ER where she was treated with glucose via IV and food. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered in is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported receiving a "no active sensor" message after 10 days of wearing the adc freestyle libre sensor. Customer further reported she experienced symptoms described as "delirious, sweating, screaming and swelling". Customer was seen at the ER where she was treated with glucose via IV and food. There was no report of death or permanent impairment associated with this event.